Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device was received for evaluation. The service history review (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product. Visual inspection was performed and no issues were noted. The reported symptom ' un-clearable upstream occlusion' was confirmed during the ehl review but not reproduced during evaluation due to a constant reload set. Evaluation determined the cause to be the upstream sensor out of specification which was replaced. Should additional relevant information become available, a supplemental report will be submitted.